Event description:
It was reported that, the minute ventilation (mv) feature of this cardiac resynchronization therapy pacemaker (crt-p) was disabled by the signal artifact monitor (sam). The patient is appropriately anticoagulated, and the mv will be able on the next scheduled check. Additionally, on the presenting electrogram (egm) there were right ventricular (rv) activity with no markers and left ventricular (lv) pacing markers but no corresponding activity on the lv egm channel. The technical services (ts) reviewed the latitude data, and this crt-p is currently programmed with lv sensing off, which is responsible for the flat line displayed on the presenting egm and regarding the absence of rv markers, it was because the device is programmed in lv only pacing mode. The lv lead was implanted on the his. This crt-p remains in service. No adverse patient effects were reported.